Event description:
The pt's mother reported that after her daughter wore the pod on her leg she noticed the site was red, hot, inflamed and the infection was in the site of a 50 cent. The pod was removed and discarded. The site was cleaned with alcohol and was fully dry before she placed the pod on. She took her to the urgent care center and her white cell count was elevated. She was given a culture test and after the result came back she was diagnosed with a staph infection. They placed her on antibiotics augmentin and bactrim.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the pt's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.